Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was incorrectly submitted as a reportable malfunction, however there were no reportable malfunctions related to the subject device captured in this complaint. The initial medwatch reported that the flex videoscope exhibited an unknown phenomenon. However, the customer confirmed there were no issues as the wrong device was sent in for repair. There was no allegation against the device.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing. This report will be supplemented, when new and relevant information becomes available.

Event description:
It was observed, that during the device evaluation. The flex videoscope exhibited an unknown phenomenon. There were no reports of patient involvement.